Event description:
Contact in canada reported that while the surgeon was arthroscopically re attaching the lateral meniscus of the pt, the blue plastic sleeve around the insertion needle came free from the device. They were not sure if the plastic sleeve is still in the joint as it could not be located arthroscopically. Contact reported no pt injury at this time. Sleeve is not intended to come free from the device. If this were to recur it could result in intervention being required to prevent impairment.